Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[patient's right knee was revised after] patient complaint of anterior knee pain." Rep submitted an explant picture which shows patella implant broken in 2 pieces.

Event description:
As reported: "[patient's right knee was revised after] patient complaint of anterior knee pain." Rep submitted an explant picture which shows patella implant broken in 2 pieces.

Manufacturer narrative:
An event regarding fracture of a triathlon patella was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: images provided indicate the polyethylene cap has dissociated, partly fractured from the metal-backing leaving a peripheral part of the poly fixed to the metal base. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: lateral tilt and shift of the patella device possibly in combination with age, disease or disuse related muscular atrophy in the extensor tendon mechanism of the knee have contributed to malalignment with overload in the patellofemoral joint of the arthroplasty causing fixation failure of the metal-backed device and disassociation between poly and metal-backing requiring revision. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: images provided indicate the polyethylene cap has dissociated, partly fractured from the metal-backing leaving a peripheral part of the poly fixed to the metal base. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. The medical review indicated that lateral tilt and shift of the patella device possibly in combination with age, disease or disuse related muscular atrophy in the extensor tendon mechanism of the knee have contributed to malalignment with overload in the patellofemoral joint of the arthroplasty causing fixation failure of the metal-backed device and disassociation between poly and metal-backing requiring revision. While the clinician is able to confirm the event with the information provided, the root cause for the "lateral tilt and shift of the patella device" is not confirmed- it is stated that "based upon available information we may conclude that root cause of failure is an adverse mix of predominantly procedure-related factors with possibly additional patient related factors (knee disease) although the balance between the two is difficult to establish due to lack of detailed imaging information". Further information such as product evaluation and more detailed x-rays, are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.